Event description:
The hospital reported that the snare loop would not detach from the hook at the distal end of the ligating device during the polypectomy exam. The assembly wires were cut and the loop was retrieved. There were no complications.